Manufacturer narrative:
Conclusions: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Based on available information, the investigation results appear to match the symptoms mentioned in the patient report. This is a combined initial and final report.

Event description:
It was reported that the patient never exhibited any response to auditory stimulation, even at very high charge levels and that there was some question as to status of hearing nerve on that side. As hearing is normal in other ear and an abi implant would not be considered, family and surgeon decided to try with a cochlear implant one more time. The patient was re-implanted on (B)(6) 2015. Despite several requests, no additional information could be retrieved.

Manufacturer narrative:
Conclusions: based on information received from the field patient never exhibited any response to auditory stimulation. As patient also had no hearing sensation with new device, the reported thin auditory nerve and charge syndrome is suspected to be the reason for the reported symptoms. The electrodes show damage that is most likely attributable to the explantation surgery. Based on available information, the investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient never exhibited any response to auditory stimulation, even at very high charge levels and that there was some question as to status of hearing nerve on that side. As hearing is normal in other ear and an abi implant would not be considered, family and surgeon decided to try with a cochlear implant one more time.the patient was re-implanted on (B)(6) 2015.